Event description:
Device 2 of 3. Reference MFR report: 1627487-2012-04259, 04261. The patient had two leads (with different lot numbers). It was unclear which lead had been removed previously, so three leads will be reported. It was reported the patient's two leads had high impedance when tested intraoperatively. The two leads were replaced. It was reported the patient had effective coverage postoperative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.